Event description:
A zoll dist returned battery pack sn (B)(4) and reported that the battery pack was unable to power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) has been completed. The reported problem (does not power on monitor) was confirmed. As rec'd, the battery was unable to power on a monitor or charge. Upon investigation capacitor c4 was found to be shorted. The cause of inability to power on was the shorted component. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the defective battery pack.